Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) spontaneously shut down and had to be manually powered back on at the cns tower. No reports of patient harm.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse station (cns) spontaneously shut down and had to be manually powered back on at the cns tower. No reports of patient harm. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.